Manufacturer narrative:
This report is related to medwatch report #: (B)(4) sent by initial reporter. As reported, two standard .035 x 150cm j tip emerald diagnostic guidewires were found to have fractures proximal to the j tip when removing from the catheter. There was no harm to the patient. The products were not returned for analysis however, it was reported both affected devices share the same lot number. A product history record (phr) review of lot 35263581 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the devices or images for analysis, the reported customer event ¿guidewire-fractured¿ could not be confirmed for either device. Handling factors such as manipulating the wire against resistance, may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter and guidewire. When the guidewire is in a vessel, do not advance the movable core if the tip is in a curved shape. Never twist or force the core because excessive force may cause it to penetrate the coil and damage the vessel.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, two standard .035 x 150cm j tip emerald diagnostic guidewires were found to have fractures proximal to the j tip when removing from the catheter. There was no harm to the patient. Additional information was requested but not provided. The devices will not be returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two standard .035 x 150cm j tip emerald diagnostic guidewires were found to have fractures proximal to the j tip when removing from the catheter. There was no harm to the patient. Additional information was requested but not provided. The devices will not be returned for evaluation.